Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch (lbb) lead exhibited unfavorable capture threshold and sensing values. Upon repositioning, the helix of the lbb lead failed to retract due to the tissue stuck on helix. The lbb lead was not used and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue, r-wave amplitude variation and unacceptable capture threshold. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported events of r-wave amplitude variation and unacceptable capture threshold were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.